Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: no data available omnipod software app version: no data available operating system: no data available hardware: no data available cgm sensor type: no data available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient experienced persistent hyperglycemia despite administering multiple correction boluses while using the pod between 4 and 24 hours. On (B)(6) 2026, the patient stated that blood glucose levels remained elevated reaching 23¿mmol/l (396 mg/dl). The patient reported symptoms including weakness, nausea, easy fatigue, sweating, elevated heart rate, and high blood pressure. Upon medical advice, the patient sought emergency care and was evaluated at the emergency room for 7 hours total. The patient reported that the pod in use was leaking insulin and was removed prior to arrival at the emergency room. The patient stated that the cannula was not properly inserted, appearing partially inserted and bent. At the emergency room, the patient was instructed to remove the pod, avoid further pod use, and transition to multiple daily injections until glycemic control was achieved. Medical treatment included manual insulin injections and aspirin administration. Following stabilization, the patient was discharged on (B)(6) 2026. The affected pod was discarded at the hospital.